Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula late, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 51 pulses and then the device was deactivated by the user at pulse 63. Timeouts and drive stall were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. A timeout was generated at the beginning of the rerun but the device was able to correct itself. The drive stall was not replicated during the rerun. Closer investigation of the drive mechanism found damage to the leadscrew which resulted in the observed timeouts and drive stall in the original device data. No drive resistance was felt upon manual rotation of the ratchet gear. The needle mechanism was reset and fired properly during the investigation with no issue. While high pulse width and drive stall could prevent the device from deploying as expected, because the device was received deployed and was deactivated by the user after completing the priming sequence, this cannot be conclusively determined as the cause of the reported event as it could not be determined the exact timing of when the device was deployed.